Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a catheter was advanced into the lower ivc. An inferior vena cava gram was performed which identified the level of the renal veins. A retrievable filter was deployed in an infrarenal position. The catheter and sheath were removed without difficulty and there were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly detached; however, the location of the detachment was not provided. It was further alleged the device was unable to be retrieved; however, there were no reported filter retrieval attempts performed. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a catheter was advanced into the lower ivc. An inferior vena cava gram was performed which identified the level of the renal veins. A retrievable filter was deployed in an infrarenal position. The catheter and sheath were removed without difficulty and there were no complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly detached; however, the location of the detachment was not provided. It was further alleged the device was unable to be retrieved; however, there were no reported filter retrieval attempts performed. There was no reported patient injury.